Manufacturer narrative:
Integra has completed their internal investigation on 4mar2016. The investigation activities included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: the manufacturing record for product lot number: 201250-4/cmr-15-0282 was reviewed to determine if any identified anomaly could have caused or contributed to the complaint allegation. The manufacturing record for each process step revealed that it satisfied all applicable manufacturing specifications. The review of manufacturing record showed no evidence of nonconformance was identified that may have caused or contributed to the event. The complaint rate is an estimate based on the number of reported incidents of the failure mode to the number of surgeries conducted over the product lifetime. # of surgeries: (B)(4); # of reported incident of like or similar failure modes: (B)(4). Complaint rate = (B)(4). Conclusion: a definitive root cause could not be determined with the available information. Most probable cause of the damage encountered to the plastic piece most likely would be related to the handling of the device, such as dropping the device or over torquing the component during the assembly/disassembly of the system for cleaning and sterilization.

Event description:
It was reported the plastic tip of the device broke: ¿the plastic tip stripped during cleaning and sterilization. It¿s a wear and tear issue.¿ no patient involvement or injury was reported.